Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed on a (B)(6) male patient. After the swan ganz catheter was placed into the patient's right jugular, the physician was removing the spring wire guide through the sheath/dilator and met a lot of resistance. The outer wire around the core wire pulled apart and unraveled and it appears the ends of the wire are not connected to the core wire. As a result, another catheter was placed in the patient's subclavian vein. There was a delay in treatment with no patient harm and no patient death or complications reported.